Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis as it stopped working after 1.5 years. The device remains implanted. Additional information received indicated the inflatable penile prosthesis was removed due to fluid loss from a hole in the apex of the conceal reservoir.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404251 775073005 lgx preconnect ms 15cm ps iz device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis as it stopped working after 1.5 years. The device remains implanted. Additional information received indicated the inflatable penile prosthesis was removed due to fluid loss from a hole in the apex of the conceal reservoir.

Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis as it stopped working after 1.5 years. The device remains implanted.

Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis as it stopped working after 1.5 years. The device remains implanted. Additional information received indicated the inflatable penile prosthesis was removed due to fluid loss from a hole in the apex of the conceal reservoir.

Manufacturer narrative:
This complaint was initially submitted to FDA via asr report q3 2018 on report number (B)(4) and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:13 pm CT. The report number is being corrected from: 2183959-2018-61759 to: 2183959-2018-60457

Event description:
It was reported that the patient was dissatisfied with the inflatable penile prosthesis as it stopped working after 1.5 years. The device remains implanted. Additional information received indicated the inflatable penile prosthesis was removed due to fluid loss from a hole in the apex of the conceal reservoir.